Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/4/2019. Device evaluation summary: during evaluation of the sample a crease and an area of shell abrasion on the anterior aspect was observed. Leak testing revealed a tear within the shell abrasion measuring approximately 0.1 cm. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicated during our laboratory analysis. A manufacturing record evaluation was performed for the finished device 5992750 number, and no non-conformances were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced right sided capsular contracture (baker¿s grade unknown) and unspecified funny sensation on the left side post procedure. The right implant was also found to be ruptured during explant surgery. Bilateral prosthesis replacement with 360cc mentor memorygel breast implants was performed. This report relates to the right prosthesis. See 1645337-2019-20419 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that it erroneously omitted is report source consumer- should have been checked. Manufacturer¿s reference number: (B)(4).